Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that there was not an interstim issue. The hcp stated that there was "no issue with the device, the dressing was loose only. Pain was not related to surgery". No further complications were anticipated/reported. ¿***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***¿

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3889, serial# unknown, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who had an external neurostimulator for non-obstructive urinary retention. It was reported that trial patient was in a lot of pain the night before and the day the of the report. They were taking tylenol for the pain. Trial patient also mentioned their stimulation was also a little high so they turned it down to help with the pain. Overall, they were not feeling well. More information was received on (B)(6) 2018 with trial patient further reporting that their bloody rags came undone in their sleep and the wire disconnected. They called their healthcare professional but wanted to see if they could get assistance to them where the wire goes. On (B)(6) 2018 trial patient also reported they went to the hospital on (B)(6) 2018 due to the lead wire dislodgement. They indicated that there was bleeding at the incision site and they were nauseous. Trial patient stated that from all the chemicals that were put into their body during the procedure lead to swelling in their feet and pain in their right leg just above the knee. Trial patient noted that they had a follow up on (B)(6) 2018 to determine when the surgical procedure was and to confirm their retention. No further complications were reported.